Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer pfo occluder was chosen for implant using an unknown delivery system. During the procedure, it was observed that the occluder was bulging upon release, the occluder was placed in warm saline for a min but after that it did not conform to its desired shape. The procedure was completed using a new device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.